Manufacturer narrative:
Batch review performed on (B)(6) 2020. Lot 1822005: 70 items manufactured and released on (B)(6) 2019. Expiration date: 29-jan-2024. No anomalies found related to the problem. To date, 13 items of the same lot have been already sold without any other similar reported event. In this complaint two cages of the same lot are involved in the event. Clinical evaluation performed by medical affairs director few weeks after two-level lumbar stabilization surgery, the interbody cages were found to be mobile and therefore replaced with oblique ones. This can be due to insufficient interference of the cages with the bone or to excessive distraction between the vertebral bodies. There is no indication leading to suspect a faulty device as responsible for the need to reoperate.

Event description:
Revision surgery performed due to cages mobilization 1 month after the primary surgery. The posterior cages were replaced with an oblique cage.